Event description:
It was reported that the insulin pump alarmed and insulin squirted out during the manual prime process, but the customer was disconnected during prime. The piston continued moving forward after the reservoir made contact and insulin squirted out, followed by the alarm. The numbers did not appear on the screen, and the beeps could not be heard. The drive support cap did no appear to be damaged. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/flush drive support disk. The device was received with cracked case at the display window corners, battery tube threads, and scratched screen.